Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. The product risk documentation was reviewed. The reported failure mode is included. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during an emergent percutaneous transluminal coronary angioplasty [ptca] stemi procedure, an interventional guidewire became stuck within the aspiration catheter. The physician had successfully acquired retrograde arterial access and had negotiated the patient's ascending aorta under fluoroscopy with the aspiration catheter . During aspiration catheter manipulations the interventional guidewire became stuck within the aspiration catheter. The physician was forced to remove all interventional equipment and make a second attempt in treating the patient. The patient tolerated the procedure well.